Event description:
Pt presented for non cardiac surgery with an implanted defibrillator. Called boston scientific, who advised to place a magnet over the device during surgery to suspend defibrillator therapy, at which point the aicd should start beeping indicating it is off. The aicd would not beep, so did not know if it was off. Surgery was cancelled, and in recovery room a boston scientific rep checked the aicd and told us that a recent MRI had turned off the beeping, but he turned it back on. However, it still was not working. So, surgery was rescheduled a few days later and a rep came in to turn the aicd off. My concern is that the company says the only way to know that the aicd is suspended with a magnet is with audible beeping: the MRI interferes with this, so there is no way of knowing the device is actually off when a magnet is applied. The company should know this. And they should tell pts with healthcare providers about this important fact.